Event description:
Rayner has received an initial contact from our (B)(4) contacted rayner intraocular lenses limited on (B)(4) and commented that "both lenses have been implanted in the same pt with a week apart and in both cases the dr has detected endophthalmitis in both pt's eyes." This report relates to the right eye only.

Manufacturer narrative:
The pt developed onset inflammation on the (B)(6). The (B)(6) comments that "at the beginning the answer to topical steroids and vigamox seemed to be good in both eyes. The condition had a strong tendency to develop strong iris synechia in be. Five days after topical treatment was started we show fair answer with no changes in the exudate in the front of the iol which was developed in both cases. Therefore we decided to perform an interior chamber tap and in the same time intracameral vancomycin. Now nearly two months after initial surgery, re is 20/20 and le is 20/200 (this eye was amblyopic and final va is similar to the previous one). In summary: good final functional results in be only pupillary and iris sequelae." The pt has undergone an anterior chamber tap and a vancomycin injection. The pt has also been prescribed clarithromycin 50 mg twice per os, predforte 1 drop every 4 hours, cyclopentolate 3 times a day and vigamox 1 drop each four hours. A review of mfg records for this iol show that normal mfg and sterilization were recorded. The lenses released from this batch were all within specs and mfg to the highest standard. Rayner has not received any other complaints of any type against the (B)(4). The c-flex aspheric 970c lens is not available in the us but the material, haptic, optic and the refractive outcome of the pt is the same as the c-flex 570c lens which is available in the us. (B)(4).